Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va18gqh, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(4), ubd: 01-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient fell outside and hit their left arm/shoulder and head. Device interrogation on (B)(6) 2016 showed high impedance on right lead. The fall was not considered related to the device/therapy; the patient tripped. Etiology of the high impedance was related to device/therapy and not related to procedure. No action was taken, and the event resulted in unscheduled clinic/office visit. The event resolved without sequelae as of (B)(6) 2016. No patient symptoms/complications were reported.

Manufacturer narrative:
Baseline weight reported from study. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the high impedance was not determined.